Manufacturer narrative:
Based on the information provided a product problem was not identified., as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000145903.

Event description:
It was reported that the patient was experiencing undesired nerve stimulation. X-ray images revealed lead migration. As a result, surgical intervention took place on (B)(6) 2023 where the lead was repositioned to address the issue. It is unknown which lead migrated.